Event description:
Needle broken [needle issue], injection site pain [injection site pain]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by a consumer as "needle broken" and "injection site pain" and concerns a (B)(6) male pt who used novofine 32g for diabetes mellitus. (B)(6). Medical history included diabetes mellitus for more than 20 years. On (B)(6) 2012 in the morning, the pt performed insulin injection with novofine 32g bought from a local pharmacy and found needle broken in his right abdomen. The pt felt pain when he pressed injection site. On the same day, the pt went to emergency room and received x-ray examination of abdomen (anterior posterior and lateral), but the broken needle was not revealed. The pt was admitted in department of general surgery on (B)(6) 2012. On the same day, the broken needle was removed surgically in that afternoon. On (B)(6) 2012, the pt was discharged from hospital. The pt recovered from "needle broken" on (B)(6) 2012, and the outcome of "injection site pain" recovered on (B)(6) 2012. The pt said that he often used a needle for more than 4 days. The pt usually performed injection with vertical of angle into skin fold. The pt said he did not find anything abnormal on the complained needle before use. The pt refused to return the complained sample for investigation.